Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device did not provide defibrillation shock. The patient associated with the reported event was not harmed.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A cause of the reported issue could not be determined.

Event description:
A customer contacted physio-control to report that their device did not provide defibrillation shock. The patient associated with the reported event was not harmed.